Event description:
The customer called to report a blood leak that occurred in a CT 190g dialyzer at the initiation of treatment. The blood leak was confirmed with a positive hemastix. The treatment was continued with new disposables. The estimated blood loss is 200cc (the volume of blood in the lines). The number of reuses for this dialyzer is 20. The facility reuses dialyzers using the renatron with renalin. The renatron has been pm-ed and calibrated on schedule. The psi going into the renatron: static=48; dynamic=30-34. There is a regulator on the water source going into the reuse system. The facility pre-processes dialyzers and the dialyzers pass a leak test prior to pt use.